Event description:
A baxter repair technician reported an infusion pump that was found to be spontaneously turning on and off by itself during service. The hospital representative stated that there was no report of patient incident since the last baxter service event.